Event description:
It was initially reported to boston scientific corporation on june 4, 2009 that a tandem xl ercp cannula device was used during a calculus removal procedure performed on (B)(6), 2009. According to the complainant, during preparation while the device was outside the patient, the physician was unable to insert the guidewire into this device due to resistance. The procedure was completed with same guidewire and another tandem xl ercp cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a MDR-reportable event based on the investigation results: the distal 5.9 centimeters of the device was found to be partially collapsed including the radiopaque marker region.

Manufacturer narrative:
Visual examination of the returned device revealed the working length had multiple bends in it. The distal 5.9 centimeters of the device was found to be partially collapsed including the radiopaque marker region. A functional evaluation found that an 0.035 inch guidewire could be passed up to a point 3 centimeters from the distal end of the device. The condition of the returned device was consistent with the event that the guidewire could not be advanced fully through the catheter. It appeared that during insertion of the device into the scope or use of the device, the distal tip was smashed, which did not allow the guidewire to pass. The most probable cause is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).